Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 0.3ml 31g 8mm wholeunit 10bg 500 hub separated. The following information was provided by the initial reporter: material no: 328438, batch no: 0132200. It was reported that the consumer separated the cap from the needle and the needle became lodged in the cap.

Manufacturer narrative:
H6: investigation summary. No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch # 0132200 all inspections were performed per the applicable operations qc specifications. There was one(1) notification noted for out of spec shield pulls. H3 other text : see h10.

Event description:
It was reported that syringe 0.3ml 31g 8mm wholeunit 10bg 500 hub separated. The following information was provided by the initial reporter: material no: 328438 batch no: 0132200. It was reported that the consumer separated the cap from the needle and the needle became lodged in the cap.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 2/9/2021. H.6. Investigation: customer returned a single syringe with no pouch. The marks on the syringe indicate that it is a 0.3ml volume syringe. The needle hub has separated from the barrel. The hub is lodged in the needle shield. There is no damage to the connector at the distal tip of the barrel or the base of the needle hub. Plunger cap has been removed but there are no signs of use. No other defects found. A review of the device history record was completed for batch # 0132200 all inspections were performed per the applicable operations qc specifications. There was one(1) notification [200894508] noted for out of spec shield pulls. Root cause for this defect cannot be determined. CAPA#1630423 was initiated.

Event description:
It was reported that syringe 0.3ml 31g 8mm whole unit 10bg 500 hub separated. The following information was provided by the initial reporter: material no: 328438 batch no: 0132200. It was reported that the consumer separated the cap from the needle and the needle became lodged in the cap.